Manufacturer narrative:
(B)(4).

Event description:
During service the manufacture service technician found that the battery charging led is illuminated and the battery not charging. The customer reported there was no patient involvement.